Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: not observed. Malposition: unable to observe as it is not related to the manufacturing process. Unsatisfactory result: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and crystalline were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported via operative report " dissatisfaction with implant size", "displacement", "rupture", capsular contracture", "recurrent ptosis". This record is for the right side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device. Unsatisfactory result: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported via operative report " dissatisfaction with implant size", "displacement", "rupture", capsular contracture", "recurrent ptosis". This record is for the right side. Device has been explanted.